Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), implanted: (B)(6) 2015, product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
It was reported that a motor stall/safe state occurred two weeks ago from the time of this report. The logs were ok when rechecked by the health care provider (hcp). The medication being delivered via the pump was prialt. Additional information has been requested regarding interventions, troubleshooting, and the cause of the motor stall, but was not available as of the time of this report. If additional information becomes available, the event will be updated.